Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings:.call service 088 alarms were observed in the pump histories. One hour after powering on the pump, a call service 088 alarm was reproduced. The pump alarmed with audible tones and screen notification..the pump was opened and the 32 khz. Clock signal was not present at the u38 pins 11 and 12 (the watch dog ic.). The y2 crystal was found to be damaged. After installing a new y2 crystal across pins 11 and 12 the clock signals returned. The pcb was connected to an external power source and exercised with no further call service alarms occurring.